Event description:
Reporter indicated that post-implant, patient's dilantin level was too low and the pt experienced a cluster of seizures. During this episode of seizures, the pt aspirated and the right lung collapsed. The pt was placed on bi-pap to assist with ventilation. The bi-pap was discontinued and pt was receiving oxygen via nasal canula as needed. Pt has since been discharged from hospital stimulation was initiated one day post-implant.